Manufacturer narrative:
Product analysis: analysis was able to confirm the report that an update to the programmer with the universal serial bus (usb) stick was not possible and the programmer memory was full when attempting to save a report the usb stick and the radiofrequency (rf) head was not responding. Analysis also noted that the stylus tip position on the touch screen needed calibration, the cord bay latches were broken, the media door was broken, the bullets assay was missing/broken, the rf head cable was damaged, and an error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an update to the programmer with the universal serial bus (usb) stick was not possible and the programmer memory was full when attempting to save a report the usb stick. It was also noted that the telemetry head did not react anymore. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.